Manufacturer narrative:
The received device had the cannula assembly deployed. No bends or kinks were observed in the exposed portion of the soft cannula. Fluid was able to flow through the fluid path with no signs of struggle. No blood was observed on the device and no evidence was found that would result in bleeding or bruising to occur at the infusion site. Cracks were observed on the top housing, although these cracks did not affect the function of the device. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached "in the 350's" (mg/dl) while wearing the pod between 4 and 24 hours. Patient's mother stated bg levels remained high despite being given a correction (0.5 units). When removed from the infusion site (leg), the pod's cannula was found bent. Trace ketones were also present but mother reported these were alleviated by patient drinking water. Slight bruising was reported at the site as well. As treatment, a new pod was applied and a correction was delivered.